Event description:
It was reported that during a da vinci si partial nephrectomy procedure, while the surgeon was grasping a renal artery, the vision side cart (vsc) shut down. The site contacted isi technical support engineering (tse) for trouble-shooting assistance and found that the vsc was accidentally unplugged from the outlet, however, prior to resolution of the issue and due to time constraints the surgeon made the decision to complete the planned surgical procedure using open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation performed by isi technical support engineering determined that the issue experienced by the site was related to a loss of power to the vision side cart (vsc), as the site confirmed that one of the operating room staff accidentally tripped over the powercord, causing the powercord to unplug from the wall outlet. The vsc houses the system's central processing and vision equipment. Power was restored to the site's vsc after re-plugging the powercord into the wall outlet. On june 7, 2012 isi contacted the initial reporter at (B)(6) and she indicated that there was no harm to the patient as a result of the reported event and the patient tolerated the open procedure well. As of june 8, 2012 there have been no other report recurrence of the issue at this hospital.